Event description:
It was reported to philips that the system application software got stuck/froze. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the system's software was not functioning properly. The fse restarted the system. After the system was restarted, the system was returned to use in good working order. The codes were updated based on the investigation outcome.